Event description:
It was reported that the device entered backup mode during the implant procedure. The device was not explanted and replaced to resolve the event and the patient was in stable condition.

Manufacturer narrative:
Reported event of inappropriate or unexpected rest was confirmed. Visual inspection found no anomaly on the helix. Interrogation of the device revealed the device was above elective replacement indicator (eri) and functioning normally when received. Assessment of total projected longevity was performed, and the device was found to have appropriate remaining longevity. Analysis of the device image and session records indicated two reset counts were noted, one which is associated with the device transitioning to active mode and second unexpected reset could not be determined. The root cause for the second unexpected reset is unknown.